Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient lived with poor hygienic conditions, pd therapy was performed with the window and door open and the patient did not like to take showers. The peritonitis was manifested by cloudy effluent, abdominal pain and fever. Initially the patient was not hospitalized and was treated with intravenous vancomycin (1 g every five days, for 10 days) and oral ciprofloxacin (500 mg, one tab per day, for 10 days). It was reported the patient was improving; however, 11 days after initial onset, the patient presented with cloudy effluent and abdominal pain and was diagnosed with recurrent peritonitis, subsequently the patient was hospitalized and received unknown antibiotic treatment during hospitalization (no further details). Four days later, dianeal therapy was discontinued. The following day, the pd catheter was removed and the patient was switched to hemodialysis. The same day the patient was discharged. At the time of this report, the patient was recovering from the event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.